Event description:
The surgeon placed a hemostat on a bleeding vessel. The surgeon cauterized the bleeding with the electrosurgical pencil. The tip of the pencil electrode ignited and there were flames. The flames were immediately put out. No injury reported.